Event description:
(B)(6) 2015 hematoma at device inplnt site,present the day after procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).